Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (bathroom). Test strip UDI# ((B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. Husband is calling on behalf of the customer. The customer is concerned with test results from results obtained of 199, 182 and 176 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom drawer. The test strip lot manufacturer's expiration date is 05/28/2018 and open vial date at time of call is three weeks. Customer is sharing test strips with her husband. The meter memory was reviewed for previous test result history (date/time not set): a 146mg/dl, (B)(6) 2016 09:48 am, fasting: yes. A 182mg/dl, (B)(6) 2016 10:46 am, fasting: yes. A 176mg/dl, (B)(6) 2016 10:38 am, fasting: yes. A 199mg/dl, (B)(6) 2017 08:18 am, fasting: yes. A 155mg/dl, (B)(6) 2016 07:47 am, fasting: yes. Memory concerns: 199mg/dl.